Event description:
It was reported to philips that during a patient event, the mrx fell from a bench into a stairwell. When the crew went to turn on the device for use, the screen was cracked and they were unable to view anything on the display. There was no negative patient impact. The patient was transported and admitted to the ER.